Event description:
It was reported that the patient is being revised due to elevated metal ions approximately 11 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number:00-7711-011-00, lot number:61532708, brand name: m/l taper stem; catalog number: 00-8018-032-01, lot number: 61542828, brand name: versys femoral head; catalog number:00-6310-050-32, lot number:61504442, brand name: trilogy liner; catalog number:00-6202-054-22, lot number: 61578461, brand name: tm modular shell; catalog number:00-6250-065-40, lot number: 61548930, brand name: bone screw. Multiple reports were submitted along with this report 0001822565-2021-02964. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was scheduled. Blood testing showed the cobalt level was 3.1 which is elevated. Additional information provided from the per states the revision occurred with the patient experiencing pain. The surgeon stated corrosion was encountered. The head and liner were explanted and zimmer products were implanted. Medical records have not been provided for the revision. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised for elevated metal ions and altr. During the revision, heterotopic bone was found and removed from the hip capsule. Additionally necrotic tissue and black material around the femoral neck and inside the femoral head was found. A new head and liner were placed. The additional information does not change the root cause from the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.